Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) needed assistance with reprime of the patient line. The hp said there were air bubbles in the patient line. The baxter technical service representative (tsr) assisted with reprime of the patient line. The air bubbles remain. The tsr had the hp remove tubing from the organizer and held below machine. The line was reprimed and the air was gone. The hp reported that some fluid came out of the top of vented cap. Prime completed. The hc is okay. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). This report of an overprime - leak out of patient line was confirmed and the cause was identified as due to a use error - patient connector lower than the heater bag. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.